Manufacturer narrative:
The investigation into the reported high purge pressure has been completed since the original report was filed. Impella 5.5 was returned. Pump was visually inspected and biomaterial ingestion observed in the purge gap and outflow cage. No visible catheter kink or purge line kink observed. The purge fluid was connected to the pump and high purge pressure reproduced after initiating purge. The catheter was cut close to the motor housing, near to red plug kink protector and the purge fluid did not pass through. The red impella plug was opened to inspect the purge line link and no bond issue or kinked purge line observed. The purge line was cut across the monkey cap side and also at the large purge lumen near stainless steel connector but still the purge fluid did not pass and still purge system blocked alarm reproduced. Later after a while it started to purge through the cut section of purge lumen near stainless steel connector. No blood ingress in the purge line was observed. All cut section of the purge lumen were initiated purging with manual injection with and also using systemic purge connection. The purge fluid was unable to completely flow through the purge lumen due to dextrose buildup. The purge line closer to motor housing started to purge halfway and did not flow further through the purge gap due to biomaterial blockage. No other abnormalities were found. Data logs were reviewed, and gradual purge pressure rise trend observed within 7 to 8 minutes with purge flow reduced to less than 2 ml/hr. The cause of the high purge pressure issue was biomaterial ingested over the purge gap per field investigation and log review.

Event description:
The user facility reported a (B)(6) male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 had an easy delivery and no excessive use of torque note but when the level was ramped to p4 a high purge pressure alarm occurred. Troubleshooting was initiated with no resolution. A purge system blocked alarm followed. The team elected to exchange the impella.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿